Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to unexpected battery depletion caused by high lead thresholds. The right atrial (ra) lead and left ventricular (lv) lead remain in use. No patient complications have been reported as a result of this event.